Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the fluency stent. During the procedure, it was reported that the placed stent was allegedly collapsed.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. No specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: two pdf files containing x-ray images were provided. One pdf images document treatment of a stenosis in the left forearm av fistula, including balloon dilation, placement of a 10×60 mm stent, and post-dilation. Another pdf images shows the previously placed stent, balloon dilation of the area, and post-dilation of an additional 10 x 40 mm stent graft. No indications of device deficiency were observed in the provided imaging. In this case, the physician explicitly stated that the issue was not device-related but caused by the anatomical characteristics of the placement site. Imaging supports this assessment, showing proximity of the stenotic segment to the bony prominence at the distal humerus, which likely contributed to mechanical compression. However, proper stent sizing relative to the target vessel diameter is considered a critical factor in preventing such complications. Based on the available information and evaluation of the provided x-ray images, the investigation into a potential device-related issue is closed with an inconclusive result. A definitive root cause could not be identified. Labeling review: relevant labeling supplied with this product was reviewed, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure". Regarding preparation the IFU states: "pre-dilate the lesion and confirm that the stenosed lumen can be dilated to the desired diameter". G2, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that a patient underwent a stent graft placement procedure using the fluency stent and reported that the placed stent was allegedly collapsed.